Event description:
A 28 mm diameter x 16 mm diameter x 13.5 mm length aneurx bifurcated stent graft and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm diameter was 9.8 cm, and the aorta and iliac arteries were reported to be tortuous. The patient has a history of sinus brady-tachy syndrome with pacemaker implantation in 1997. The patient had a previous cord lumbarization of the left internal iliac artery. The patient was brought to the operating room and prepped and draped in the usual sterile fashion. The common femoral arteries were isolated bilaterally with no trauma to the nerve or vein. A 16 french sheath was inserted through the right side, and a 22 french sheath was inserted through the left side. The bifurcated stent graft was deployed on the left and the iliac limb was deployed on the right side. The bifurcated device was not long enough to reach the right common iliac artery; therefore, a 16 mm diameter x 11.5 cm length iliac limb was deployed into the iliac artery and balloon angioplastied. Because of the length of the iliac arteries and tortuosity, a 13 mm diameter x 5.5 cm length iliac extender cuff was implanted with the aid of a 22 french sheath through the left side into the external iliac artery and the common iliac artery. There was space between that extender cuff and the bifurcated stent graft; therefore, a 16 mm diameter x 11.5 cm length iliac limb was deployed to bridge the space between the bifurcated device and the cuff. There was tortuosity and angulation, and the physicians were concerned about kinking of the limb; therefore, a 16 mm diameter x 5.5 cm iliac limb was placed in the area of a bend for better support. Angiography revealed no endoleak in the left limb but a small endoleak from the right limb. A 20 mm diameter x 3.75 cm length extender cuff was implanted. Completion angiography revealed no proximal or distal endoleaks with exclusion of the aneurysm. Distal pulses were noted, and the incisions were closed. The patient was sent to the recovery room in stable condition. It was reported that, one day after implant, the patient became unable to use their legs. The physician attempted to raise the patient's blood pressure and address spinal fluid, but the paralysis did not resolve. It was reported that the stent graft might have occluded the lumbar arteries that lead to the spine. It was reported that the patient later died of reasons unrelated to the stent graft. No autopsy was performed, and the device will not be returned to medtronic ave.

Event description:
Films have been received by medtronic ave and have been interpreted by an independent outside physician. The pre-operative computerized tomography (CT) scan performed 2002 indicates that the infrarenal neck diameter was 28-30 mm from outer wall to outer wall with a severely angulated neck. The aneurysm was 9.2 cm in diameter. The right common iliac artery was 20 mm in diameter and the left common iliac artery was 31 mm in diameter and was aneurysm to the iliac bifurcation. The superior mesenteric artery appeared to have moderate stenosis at the origin, and the inferior mesenteric artery was patent but small. The left internal iliac artery was widely patent, and the right internal iliac artery was severely dieased at the origin and throughout the distal vessel. Cinematographic (cine) films taken in 2002, indicate that there was poor fixation proximally with the stent graft brought down approximately 1-1.5 cm below the lowest renal artery. The left hypogastric artery had embolization coils. There was poor filling of the right hypogastric artery. The outside independent physician states that coil embolization of the left hypogastric artery and coverage of the inferior mesenteric artery in a pt with a stenotic superior mesenteric artery and a severely diseased right hypogastric artery could have resulted in pelvic ischemia and spinal cord paralysis. He states that the pt was a poor candidate for endovascular repair based on aneurysm neck anatomy and pelvic collateral flow.